Manufacturer narrative:
On 8-apr-2026, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a navistar catheter and the medical team identified physical damage to the device: the catheter inlay was detached. The inside/technical part of the catheter was damaged. The inner wires were exposed. No further details were provided. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that the connector of the device came out. Insufficient adhesive was observed at the connector area. The catheter and internal components exposed issues could be related to the connector condition. The manufacturing investigation determined that the insufficient adhesive condition was related to omission of the process during the assembly of the device, thus it was determined that this issue is related to manufacturing, an awareness was performed for all the personnel involved. A manufacturing record evaluation was performed for the finished device 31388784ma, and no internal action was found during the review. The catheter and internal components exposed issues reported by the customer were confirmed. The potential cause of the connector issue is related to manufacturing as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 23-feb-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar catheter and the medical team identified physical damage to the device: the catheter inlay was detached. The inside/technical part of the catheter was damaged. The inner wires were exposed. No further details were provided. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).